Event description:
It was reported that (2) devices were used during a laparoscopic hernia repair. It was reported by the rep that the ems instruments did not function properly during the procedure. Another ems was used to complete the case. There was no consequence to the pt.